Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. As the customer was in school, the customer received assistance from the school nurse and was provided juice to treat the low bg level. Recommendation was made to consult with health care provider (hcp) regarding diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was unable to be verified; however, different issue was identified.